Event description:
During an initial implant procedure that occurred on (B)(6) 2021, it was noted that the implantable cardioverter defibrillator (ICD) inhibited pacing while programmed to temporarily pace in voo mode due to post-pace t-wave over-sensing (pptwos). When programmed out of temporary pacing, the issue still occurred. The anomaly resolved on it's own. The patient was stable throughout the procedure.